Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the power supply in b cabinet , flexvision pc and installed the software. After replacement of the power supply , flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was not booting up and was stuck at zero. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.